Manufacturer narrative:
The reported event of dislodgement and failure to capture was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient's right atrial lead had dislodged during an unrelated cardiac procedure. An x-ray confirmed the dislodgement. Additionally, the lead exhibited failure to capture. The lead was removed and replaced in a subsequent procedure. The patient was stable.